Event description:
The reporter stated the haptic of an eyeonics lens twisted in an msi-pf injector. Add'l information has been requested from the facility but none has been forthcoming. If add'l information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: method - injector lot number search, cartridge lot number search, foam tip plunger lot number search. Results - an injector lot number search was performed and nine similar complaints were found. A cartridge lot number search was performed and one similar complaint was found. A foam tip plunger lot number search was performed and no similar complaint found. Conclusion - based on the complaint history and the lot number searches, a likely root cause of the event has been determined to be due to the injector.